Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during routine check x-ray showed radiolucency around implant and a patient experienced failure of implant to integrate.